Event description:
New information received notes programming changes were made. The patient was stable.

Manufacturer narrative:
Further information was requested but was not available at this time.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator. The patient was discharged.